Manufacturer narrative:
This report is associated with argus case (B)(4), polident.

Event description:
Swallowed polident tablet [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident) tablet (batch number (B)(4), expiry date unknown) for product used for unknown indication. On (B)(6) 2016, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Additional details, this adverse event information was received on 04 october 2016. The consumer reported that, she swallowed the polident tablet, thinking it was her prescribed medication.